Manufacturer narrative:
Trackwise#: (B)(4) updated sections: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 11/28/2022. An investigation was conducted on 12/01/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due to the presence of a retention rib. No other visual defects were observed. There were no visual defects on the returned harvesting device. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed. The lot # 3000263858 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 c-ring broke during the ligation phase of vessel harvesting. The device was visually inspected and no pieces broke off and/or retained in the patient. A second evh kit was opened to complete the procedure without any further incidents. No patient injury was reported.